Event description:
Event description: cpi received information that this implantable cardioverter defibrillator (ICD) reported a 'device malfunction' upon interrogation during a normally scheduled follow-up. The device was explanted and replaced without incident.